Event description:
Patient called in 2002 alleging their one touch ultra meters are reading inaccurately erratic. Patient states they are going to seek compensation. Patient believes the ultras have been erratic in their readings, often inaccurately high. Patient has changed their treatment based on the results. Patient tests 10 times per day. Patient has specific incidents of feeling low while getting readings of 120 mg/dl. Patient now believes they had blood glucose at that time of approx. 40 mg/dl. Patient has been feeling ill. Patient has been getting readings greater than 600. Very insulin sensitive, 0.5 units brings them down 200 mg/dl. Patient believes they were also experiencing some rebound of over "insulinization". Spilling of ketones was explained by their doctor as a result of rebound. No spilling of ketones today, didn't use ultra today, relied on a newly purchased profile and has no symptoms of low blood sugar. Erratic readings and treatment based on the ultra readings has been for a duration of 2 weeks. Patient believes they had a uti or a yeast infection, which they believe, was caused by the erratic meter readings and over treating of insulin. Currently no other medical treatment, no changes in treatment in the recent past. Patient has not had the opportunity to compare to their ultra meter to the lab. Patient will conduct a meter to lab test in 04/2002 when they see their doctor. "Seeing doctor due to the mistreatment of blood glucose based on erroneous ultra reading." Patient verified the information documented above. Patient stated they had been feeling ill, with flu-like symptoms for the past 3 weeks. Patient stated they had been obtained "wild swinging numbers". In 2002 in the middle of the night, they tested their blood at 1am, 2am, and 3:30am and obtained readings from 90 to 120 mg/dl. At the time the patient was experiencing hypoglycemic symptoms. Patient stated another incident, in which they were driving and began to feel hypoglycemic and pulled over to test their blood sugar. The reading was 129 mg/dl, a reading that the patient would nornally feel fine. Patient performed two sets of precision tests. One meter was 600 mg/dl, 15 minutes later was 199 mg/dl. The other meter tested at 579 mg/dl, 10 minutes later it read 218 mg/dl. Patient is seeking compensation for the trouble, patient stated they had been missing work and they have made a doctor's appointment in 4 days to examine them due to their blood sugar fluctuating. Patient stated they will need to pay for this appointment out of pocket. No further information available.